Manufacturer narrative:
Nidek inc. Considers this a reportable event, however device malfunction is yet to be determined. At this time, nidek has no additional information of patient condition and evaluation on the device has not begun, a supplemental follow-up report will be submitted once the device evaluation and repair are completed.

Event description:
On august 3, 2018, nidek inc. Senior ra/qa manager received an email from our distributor (B)(4) director of customer care regarding a complaint they received on june 22, 2018 from their customer, (B)(6). A patient ((B)(6)) at (B)(6) had an eye exam, and experienced a very bright flash from opd and felt like there was a reaction and her (optical) nerves or something may have been affected. (B)(6) complained that no one warned her about the light and that she told them not to take any pictures including opd CT images, so the images were not permitted by her. The doctor performing the procedure, however, explained the entire procedure including the technology and the software to be used and affirmed that they were safe for use. However, the patient was very upset and claimed that the doctor was defending the equipment despite acknowledging having understood and receiving all the information prior to the examination. The patient added that she was experiencing symptoms of eyestrain, sensitivity to light and anxiety. The patient has gone to her vision plan to complain, but was told nothing was done wrong.

Event description:
Please refer initial MDR submitted on 08/17/2018 for details.

Manufacturer narrative:
The device was inspected by marco (nidek's distributor) fse and no problem was found during inspection. In addition, the operator of the device confirmed that the device has been working properly. The device complies with international standards (iec15004-2:2007) regarding the safety of light emission for the eye optical device. The flash light was premissible for human eye as per the standards. Nidek japan (device manufacturer) reviewed the device history record that all items met the required quality criteria at the final inspection. There were no similar complaints and/or over emission issue observed in the past.